Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 31 mg/dl. Customer ate food to treat low blood glucose level. Customer declined to troubleshoot for low blood glucose level. Customer reported that they had 31 mg/dl, 41 mg/dl and 42 mg/dl. Customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.